Event description:
A (B)(6) man with arvd and prior single chamber, submuscular ICD implant whose riata ICD lead was found to have externalization of the inner coils and presents today for extraction and implant of a new ICD lead.